Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a blank display on the insulin pump. Customer stated that the pump counted up to 6 and then it had a solid circle on the screen. The pump turned back on and the time and date were reset. Customer stated that the second time, the screen went blank and it did not reset the time and date. Customer stated that it has a brand new battery in it and the insulin is full. Customer's blood glucose level was 170 mg/dl. Troubleshooting was performed. Customer stated that the display did return. Customer was assisted in performing a self test. Customer was advised to monitor the pump. Customer will be shipped a replacement battery cap as a courtesy. No further assistance required.